Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional it was reported that the ins is no longer operational. Patient was implanted in 2014 and hasn't been to managing hcp since 2016. MRI guidelines were reviewed. Also discussed recovering ins is the other option. Caller does not know when patient stopped recharging ins, and did mention the patient has lost equipment. Redirected to the hcp. No symptoms and no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the patient's device being non-operational was the patient had just had hip replacement surgery and it just quit working. The patient stated their healthcare provider could not help them. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient¿s device is non-operational and has not been used in years. No further complications or symptoms were reported or anticipated.